Manufacturer narrative:
This is a supplemental emdr for manufacturing report number 9617229-2023-30209. A review of the device history record has been completed. No deviations or non-conformance's noted. Lab analysis completion: visual analysis of the returned device identified: calcification white in the surface of the shell, crease fold, deformation and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture, baker grade unknown" and "texture to smooth exchange". This record is for the left side. The device was explanted.